Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the manual vent broke upon removal from the patient after intubation. There was no reported harm or injury to the patient.